Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a patient. It was reported that they lost their patient programmer and recharger, so they were unable to charge their implantable neurostimulator (ins). As a result, the ins went into a discharged state. The patient stated that they saw their healthcare provider (hcp) and a manufacturer representative in order to ¿breathe the life back into¿ the ins battery, but it didn¿t work. It was noted that the patient had their ins replaced and the surgery took place on (B)(6) 2017. At that time, the patient was given a new programmer and recharger. A manufacturer representative also programmed their new device and it was recommended that they order adhesive discs to assist with recharging. No further complications were reported or anticipated. Indication for use is non-malignant pain.